Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #s7 ent blue screen with straight probe. Other relevant device(s) are: analysis found that there was an unexpected exit and the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while testing the system the screen became blue while using the straight probe. The manufacturer representative verified another instrument and the blue screen cleared. There was no patient present when this issue was identified.